Event description:
It was reported that after implanting a new system, it was unable to obtain in range measurements. Device was connected and reconnected and lead measurements were still out of range. The device was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4).